Manufacturer narrative:
The information in this report was provided by (B)(4) legal affairs. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported by the patient's attorney as a result of a legal claim that allegedly on (B)(6) 2015 the patient underwent a left hip revision due to mechanical failure of the femoral component. The revision operative report states " the truninoun was noted to be severally deformed and worn, and the was consistent with the significant metallosis wear that had been noted surgically.

Manufacturer narrative:
An event regarding trunion deformation and wear and metallosis (altr) involving an accolade stem was reported. Following a medical review the event was not confirmed. Method and results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a medical review was performed the review concluded: "based upon the information available for review, no determination can be made for the cause of the described trunnion deformity and head disassociation noted at revision surgery eight-and-a-half years after implantation of the primary left total hip arthroplasty." Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a medical review was performed and concluded that "based upon the information available for review, no determination can be made for the cause of the described trunnion deformity and head disassociation noted at revision surgery eight-and-a-half years after implantation of the primary left total hip arthroplasty." Further information such as x-rays, histopathology reports and return of the explanted components are needed to fully investigate the event. No further investigation is possible at this time. If further information becomes available this investigation will be re-opened.

Event description:
It was reported by the patient's attorney as a result of a legal claim that allegedly on (B)(6) 2015 the patient underwent a left hip revision due to mechanical failure of the femoral component. The revision operative report states " the truninoun was noted to be severally deformed and worn, and the was consistent with the significant metallosis wear that had been noted surgically.